Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached cleanly from the suture and remained inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken. There is a small tool mark on the suture. The remainder of the suture and dart were not returned. Therefore, it cannot be determined if the needle came off the suture. In addition, analysis reveals that the carrier on the capio is bent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached cleanly from the suture and remained inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.